Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned to dexcom for evaluation. However, data was received and downloaded. A review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.